Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touchscreen was not working and had liquid patches on the bottom of it. The customer troubleshot the unit and removed all connectors and reconnected them and calibrated the touchscreen but problem persist. The customer reported that front panel of the unit should be replaced and have ordered the part. Upon receiving the part the unit will be fixed. The customer reported that there was no patient involvement.